Event description:
It was reported by the customer that a bd pyxis¿ medbank tower unable to issue medication and the box to be selected was grayed out. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) noted that the issue remained unresolved. The tss was unable to reach the customer to perform the necessary troubleshooting steps. A search was done under the facility calls for assistance no further calls for this issue were noted. However, there was a call 3 days later for assistance adding an employee in the administration system which may have been the problem.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower unable to issue medication and the box to be selected was grayed out. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this incident.